Manufacturer narrative:
Service inspected the analyzer and replaced the syringe assy which resolved the issue. Return testing was not completed as returns were not available. An instrument service history review revealed no additional erratic or discrepant patient results reported for ai01219. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the syringe assy did not identify any trends. A review of tracking and trending for the alinity I did not identify any trends for the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity I processing module for serial (B)(4) was identified. This issue was previously reported under MDR number (B)(4) under the same suspect medical device but an incorrect manufacturer name, city and state. This report has the correct manufacturing site of (B)(4).

Event description:
The customer observed falsely elevated alinity I b12 results for one sample in addition to quality controls (qc) out of range. The following data was provided (reference range: 187 to 883 ng/l): (B)(6) 2021: level 2 qc was out of range high but repeated within range. (B)(6) 2021: level 1 qc was out of range high. Previous samples that were reported out of the laboratory were retested: sid (B)(6) initial result = 358 ng/l, repeat = 274 ng/l no impact to patient management was reported.